Manufacturer narrative:
An olympus field service engineer (fse) was onsite to evaluate the device however; evaluation notes are not available as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii video system center is unable to display image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d9, h2, h3, h4, h6, h10. It has been over 15 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the customer complaint of ¿no image¿ was confirmed. The phenomenon was attributed to a faulty printed circuit (dx) board. The cause of the faulty printed circuit board could not be identified. Other incoming inspection findings were as follows: power unit was damage; power switch was damaged; front panel damage; video connector socket lock lever damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use.